Event description:
It was reported that the 9800 system would not access the hard drive and the hard drive needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and software were installed during the service call. The system was tested, and found to be working as intended, and put back into service.